Event description:
A patient underwent revision surgery of the lumbar spine to remove pedicle screws. The patient underwent a lumbar fusion at l5-s1 in 2006, and continued to have pain and radicular symptoms. Three months later, the patient was taken to the operating room for removal. It was stated that the surgeon believed that the screws were placed too medial. After removing the hardware the surgeon placed bone putty in the screw hole vacancy.

Manufacturer narrative:
There was no report of product failure. Further investigation of this issue is pending.